Manufacturer narrative:
This medwatch is reporting the primary console. The motor is reported under medwatch MFR report # 2916596-2019-01025. The device is expected to be returned for analysis. It has not yet been received. The event occurred at hospital (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was placed on extracorporeal membrane oxygenation (ECMO) support. The centrimag pump was connected with another manufacturer's circuit and oxygenator. On (B)(6) 2019, the system was exchanged due to unspecified oxygenator function. On (B)(6) 2019, an s3 alarm occurred on the primary console. The display of the primary console was dark with no visible information. On the monitor, only rpm was visible; flow displayed only "---". A sound was heard from the motor. The pump seating reportedly looked ok. Generated flow was confirmed by the backup unit and a second flow probe. No other issues were noted and there was no reported harm to the patient's clinical condition. No additional information was provided.

Manufacturer narrative:
Section d10, h3, h4: additional information manufacturer's investigation conclusion: the reported event of the console going black, blank flow, and a s3 alarm was confirmed. The centrimag console serial #: (B)(6) was returned for analysis at mcs zurich and was evaluated. The console¿s log file (ifd ssn 00:00:aa:aa:d7:bd) was downloaded for review and the reported event was seen in the log file. On 23feb19 at 22:23, an ifd-shutdown (display dark) occurred, triggering ¿system alert: s3¿ and ¿set pump speed not reached¿ alert. The speed dropped from 4200 rpm (flow of 5 lpm) to a speed of 3230 rpm, with 0 lpm of flow displayed. A further investigation on the returned devices was performed by the r&d department of mcs zurich. It was found that there were no faults found with the returned console and it operated as intended. As a result, the reported event could not be correlated to a console related issue. The console was forwarded to the edc. The console was evaluated and tested under work order (B)(4). The console powered on as intended and no anomalies were found during a functional inspection of the unit. A functional test was performed with the returned flow probe (serial #: (B)(6)). A safety test was performed. Tests were performed per procedure. The unit was returned to the customer. Reports of similar events have been documented and corrective action had been initiated to investigate the issue further. The investigation has determined that the issue is not related to a 2nd generation primary console related issue. Reports of similar events will continue to be tracked and monitored. Centrimag motor instructions for use (doc. #pl-0069, rev. 04) instructs the user to always have a spare centrimag motor and back-up equipment available. The centrimag primary console operating manual (doc. #pl-0047, rev. 08, doc. #pl-0280, rev. 07) states that the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. No further information was provided. The manufacturer is closing the file on this event.